Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the helix is bent and stretched out of specification. No electrical anomalies found. Full lead returned and analyzed. Implantable pacing lead it was reported the rv lead was explanted and replaced due to no capture, no sensing and a bent helix. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed; mechanical tests performed; visual examination component/subassembly failure (select specific code from category d)device was out of specification in a manner that relates to event capture, failure to sensing, none.

Event description:
It was reported the rv lead was explanted and replaced due to no capture, no sensing and a bent helix. No patient complications were reported as a result of this event.